Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture/tear and subsequent vessel dissection occurred. The 20mm in length, 90% stenosed target lesion was located in a non-calcified and moderately tortuous, 6mm in diameter, right brachial shunt. A 5x40mm mustang balloon catheter was selected and inflated to 24atms. The lesion was not adequately treated so the physician sized up to this 6.0 x 40, 40cm mustang balloon catheter. The balloon was inflated twice to 24atms for 60 seconds. On the third inflation, a circumferential balloon rupture occurred at 24atms after being inflated for 30 seconds. The physician commented that this was due to the calcification. Resistance was experienced removing the balloon catheter from the lesion and into/from the introducer sheath. The device was removed intact. A small vessel dissection at the lesion site occurred as a result of the balloon rupture, which was treated with the 5x40mm mustang balloon at 3atms for 3 minutes. The dissection was resolved and the procedure was completed successfully. There were no further reported patient complications and the patient condition was reported as good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture/tear and subsequent vessel dissection occurred. The 20mm in length, 90% stenosed target lesion was located in a non-calcified and moderately tortuous, 6mm in diameter, right brachial shunt. A 5x40mm mustang balloon catheter was selected and inflated to 24atms. The lesion was not adequately treated so the physician sized up to this 6.0 x 40, 40cm mustang balloon catheter. The balloon was inflated twice to 24atms for 60 seconds. On the third inflation, a circumferential balloon rupture occurred at 24atms after being inflated for 30 seconds. The physician commented that this was due to the calcification. Resistance was experienced removing the balloon catheter from the lesion and into/from the introducer sheath. The device was removed intact. A small vessel dissection at the lesion site occurred as a result of the balloon rupture, which was treated with the 5x40mm mustang balloon at 3atms for 3 minutes. The dissection was resolved and the procedure was completed successfully. There were no further reported patient complications and the patient condition was reported as good.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn circumferentially at approximately 33mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The distal portion of the balloon is attached to the distal tip and turned inside out over it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).